Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received questionable result for a total of 3 patient samples tested for free thyroxine (ft4) and ferritin on an e411 analyzer. Of the three samples, two had erroneous ft4 results which are reportable as a malfunction. The erroneous results were not reported outside of the laboratory. The first sample initially resulted as 1.91 ng/dl. The sample was repeated and resulted with no value, only a data flag. The sample was repeated a second time, resulting as 1.44 ng/dl. The 1.44 ng/dl value was considered to be correct and was reported outside of the laboratory to the patient. The second sample, from a (B)(6), initially resulted as 2.41 ng/dl. The sample was repeated, resulting as 1.79 ng/dl. The 1.79 ng/dl value was considered to be correct and was reported outside of the laboratory to the patient. The patients were not adversely affected. The ft4 reagent lot number was 187143. The reagent expiration date was asked for, but not provided. The field specialist visually checked tubes at the customer site and stated that many had gel on the inside wall.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. An instrument issue can be excluded. A general reagent issue can also be excluded since control results were found within specified ranges. Most likely reason for the discrepant results is pre-analytic sample handling.